Event description:
It was reported during an acl btb surgery the drill bit broke while attempting to drill, surgery was completed with a 7.0 mm flexible bit. Broken pieces were removed from the patient with a hemostat. No patient injuries or delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 7.5mm flexible endoscopic cannulated drill bit was returned for evaluation. The drill is over five years old. Visual assessment of the drill confirmed the reported complaint of breakage. The drill has broken at the drill head tip pulse marks. No material voids are present at the break areas. The drills shaft is bent. The primary cutting edges are dull and dented. The cannulation is heavily burred. The condition of the device indicates the drill tip was likely worn prior to use contributing to the reported breakage.. Per the device instruction for use under precautions: using a drill that is worn or has dull tips can result in breakage. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.